Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter kink/ bent was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As current control, there is an outgoing and in-process visual inspection to check for catheter tubing damage.

Manufacturer narrative:
Our quality engineer inspected the 1955 representative samples submitted for evaluation. The reported issue of catheter kink/bent was not confirmed upon inspection of the samples. However, silicone visible was confirmed as a defect on the samples. Analysis of the samples showed silicone on the cannula and catheter tip. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through the cannula to prevent silicone flowing into the cannula. After dipping, the part is raised from the silicone lube tank followed by high pressure air blown through the cannula to remove the excess silicone. The catheter subassemblies are then set together with the needle hub subassembly. The assembled part then goes through a series of processes and loaded with the needle cover. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After the catheter subassemblies are set together with the needle hub subassembly, given the silicone-like nature of the lube it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage. To prevent this defect, revision of the procedure will be completed to include cleaning of the surface of the lube tank and surrounding areas every shift.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd us cathena 20gx1.00in straight bc catheter was kinked / bent. The following information was provided by the initial reporter: material: 386862, batch #: 4311275, 4237745, unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Product code sku: 386862 product description brand name: cathena bc pink 20 ga x 1.0 in. When problem was notice: during use. Sterilization wrap: incident discovered during patient care: no. Nature of patient care: quantity: (B)(4). Uom: each lot: 4311275 2. Date of event: 4/29/2025 12:00:00 am. Incident details: nurses are complaining that the tips are bending. Was patient or end-user injured: no. Injury details: was medical treatment required: no. Treatment details: patient current status: well. Is photo available: yes. Attach photo: no attachment.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter kink/bent was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As current control, there is an outgoing and in-process visual inspection to check for catheter tubing damage.